Manufacturer narrative:
This report is filed, may 15, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site and headaches subsequent to an MRI in (B)(6) 2016 related to other medical issues. The patient was seen on (B)(6) 2016 and it was determined that the internal magnet was dislodged. On (B)(6) 2016 the patient underwent revision surgery to have the magnet reinserted back into the silicone pocket. The implanted device remains.